Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 57,851 joules of use, "aiming beam fires straight out of fiber" was noted. The fiber was exchanged and the second fiber exhibited the same issue at 62,021 joules of use. The fiber was exchanged and the third fiber exhibited the same issue at 29,714 joules of use. The procedure was completed with the fourth fiber at 8,263 joules of use. The tips of all fibers were cleaned during the procedure. Patient outcome: "no injury" reported. This event is for third fiber.